Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparocopic endoscopic sleeve gastrectomy, the staples had a poor staple formation which staples scattered inside the patient cavity. To resolve the issue they carefully removed the scattered unformed staples and replace another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three images of the device. Photographic inspection of the images noted that the single use loading unit (sulu) jaws were open. The staple line and cut were observed to be incomplete. Further inspection noted that the staples were open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.